Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to difficulty advancing the knot may include, but are not limited, to the user tensions rail suture without distal advancement with knot pusher; the user tensions/advances non-rail (white) suture. Based on the information provided, user technique could have been a factor. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported as a general comment that during the use of a prostyle device, the prostyle¿s slippage is much worse than that of proglide [problem with advancing the knot]. At times, the physician feels as though they have entered the vein/artery and deploy the foot, but it has not actually happened. As it was reported via a general comment, the method used to achieve hemostasis was not reported. No additional information was provided.